Manufacturer narrative:
E.1.: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. The device was not in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a battery failure. It was recommended that the battery be replaced. The device was evaluated by a service engineer (se), it was reported that the problem could be reproduced. The battery was diagnosed, and a fault was found in the battery; during the power-on test, the result showed that the direct current (dc) could not be powered on. The se reported that the battery was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.